Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic inspection of the returned fiber revealed that the fiber tip did not have any defects or damage. However, microscopic inspection revealed that distorted light exiting the connector face, burn marks on the connector, and a dim aim beam at the fiber tip, findings consistent with an internal connector fracture rather than fiber tip damage. This kind of fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing, an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The device instructions for use (IFU) and according to this, the user is instructed to inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement and hold the fiber tip to a non-reflective surface, and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. The device history record review confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. A risk review was completed and confirmed that the event of fiber tip/cap break was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The reported fiber cap/tip break allegation was not identified. However, based on review of all information available and analysis results, an investigation conclusion code of cause traced to component failure was assigned to this investigation for the observed internal connector fracture.

Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure for benign prostatic hyperplasia, it was noticed the end tip of fiber was broken. Due to this, the procedure was completed using another device. There were no patient complications.

Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure for benign prostatic hyperplasia, it was noticed the end tip of fiber was broken. Due to this, the procedure was completed using another device. There were no patient complications.